Event description:
Customer reportedly received the following results on the compact plus system: within 10 minutes: 17 mg/dl and 107 mg/dl and within 10 minutes: 10 mg/dl and 90's mg/dl. No adverse event was reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.